Manufacturer narrative:
(B)(4). Baxter has conducted a trend review for the reported event. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is a report of a patient who experienced a connection issue contributing to a development of peritonitis coincident with therapy for peritoneal dialysis. During therapy, the patient¿s transfer set disconnected from the titanium adapter. The patient reconnected the devices and continued with therapy. The patient later developed peritonitis manifested by cloudy effluent. The patient was not hospitalized for the event but was treated with unspecified antibiotics. The patient was retrained on aseptic technique and recovering from the peritonitis. The pdrn stated that nothing was visibly wrong with the transfer set. The pdrn stated that she instructs her patients to check the connection each day and believes that this patient was not checking the transfer set regularly. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted.